Event description:
Continue to see alerts for out of range impedance measurements. A request for information was sent.

Event description:
Additional information was received indicating high shock impedance measurements continue to be observed.

Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific received information through a remote monitoring system that this implantable cardioverter defibrillator (ICD) detected an out of range high shock impedance measurement on the right ventricular (rv) lead. There was no available information immediately available. A request for additional information has been sent.

Manufacturer narrative:
This investigation will be updated should further information be provided. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Further information was received that the patient was seen in clinic on 9/25/12. There was no noise, undersensing or inhibition or therapies delivered observed. According to the field representative the physician is and has been aware of the out of range measurements with no planned intervention. There has not been any patient symptoms or issues reported. Shock impedances return to normal with occasional out of range measurements observed.